Manufacturer narrative:
Date of event: (B)(6) 2018.date of report: 09/05/2019.the front bezel case and nav ring were replaced.

Event description:
The customer reported a failed navigation-ring (nav-ring). There was no patient involvement.